Manufacturer narrative:
Date sent to FDA: 07/09/2020. H6 patient codes: 3189- surgical intervention. Additional information: a1, a2, b2, d1, d2, d4, d7. Additional b5 narrative: it was reported that the patient underwent mesh removal of surgery on (B)(6)2019. It was reported that the patient experienced pain, adhesion.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.